Event description:
Arjo was informed about an event involving the enterprise 9000x bed. It was indicated tha the bed moved unintended (without using the controls). The down arrow button of the hand control got stuck. No patient involvement and no injuries were reported.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
The device was inspected by an arjo representative. It was found that the lowering button, located on the side rail control panel, remained pressed. Based on the available information the root cause of the complained scenario cannot be established. As per the information provided, since the bed would not stop lowering after releasing the control button, it is most likely that the issue was related with the failure of the button on control panel, which is built into the safety side of the bed. It is unknown what could have caused the malfunction of the part. The instructions for use for enterprise 9000x bed (746-591-en rev. 12) includes the following information related to the subject of this investigation: "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended bed movement in situations where objects may press against the patient's controls." "Function lockout can be used to prevent operation of the controls, e.g. When inadvertent movement of the mattress platform could injure the patient." To sum up, there is no indication that the device was used with a patient when the event occurred. The device failed to meet its performance specification due to found malfunction. The complaint was decided to be reportable due to allegation of an unintended bed movement. No injury was reported.